Event description:
It was reported that during a supply change the user filled an ilet cartridge (lot 31658) that leaked from the bottom plugger, resulting in the cartridge being discarded and a replacement box of cartridges being arranged; troubleshooting and education were provided, including guidance not to overfill the cartridge, and the user reconnected to ilet. Symptoms included hyperglycemia with a reported cgm value over 400 mg/dl for approximately three hours without ketones and without need for assistance or medical intervention. Outcomes included no injury, no loss of consciousness, no dka, and no healthcare utilization. Investigation included customer interview, troubleshooting, and education. Investigation of this case revealed a leaking cartridge component associated with user handling during fill, with no device alarms reported and no additional malfunctions identified after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and technique during cartridge filling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.